Event description:
A caller reported a malfunction on the pump, with the malfunction code displayed as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.